Manufacturer narrative:
Date inaccurate, only the year is valid. Occupation: non-healthcare professional . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing poor communication and their ins wouldn't take a charge since six months ago. The last time they used their therapy was just before six months ago. No symptoms or further complications reported.